Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the paddle lead had back out of the epidural space. The patient underwent an explant procedure. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.